Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The lesion was located in a calcified mid right coronary artery (rca.) A 2.75x20mm taxus liberte stent was advanced to the lesion in an attempt to direct stent, but could not cross. When the physician attempted to remove the device it caught on the guide catheter and would not advance forward or backward. Eventually the device was able to be pulled back into the guide catheter. When the device was removed from the patient it was noted that the stent was missing and had dislodged in the distal rca. A new guide wire was advanced through the dislodged stent and crossed through a stent strut. A 2.0x25mm maverick balloon was advanced and half of the stent was deployed with the other half crushed against the vessel wall. No further intervention was performed. No further patient complications were reported. The patient was discharged the following day and patient status is listed as fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).